Event description:
It was alleged that during use on a patient an overinfusion of heparin occurred. It was noted that the device was programmed in the dose rate calculation mode on channel c. There was reportedly no patient consequence. No other details have been provided about the event.